Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had no image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) is broken, error b31 occurs, outer tube has a dent, the light guide bundle of the video cable section is broken, and light transmission is lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore no image is displayed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.